Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer stated that she has been using her contour plus meter and she had difficulty obtaining her blood glucose reading as she kept getting the apply more blood icon even when she had put enough blood to the strips. The customer stated that she passed out and then took dabex. The customer refused to provide further event details. The test strips are not expected to be returned.